Event description:
This case was reported by a consumer and described the occurrence of death (unknown cause) in a male patient who received denture adhesive powder-double salt (corega ultra) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started denture adhesive powder-double salt. At an unknown time after starting denture adhesive powder-double salt, the patient died (cause of death was unknown). It is unknown whether an autopsy was performed. The manufacturer's report number for this case is 9681138-2013-00016. Ultra corega (distributed as super poligrip in the united states), is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).